Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that 5 tampons from one box have fallen apart and gotten stuck inside the body. Strings were reported to have broken prior to use. Multiple attempts were made to follow up with the consumer, however, these contact attempts were unsuccessful.